Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their therapy was no longer helping with their bladder incontinence. The patient noted that they checked their implantable neurostimulator (ins) using the patient programmer (pp) and it showed that it was on. The patient stated that the only program that was effective was program 4 and noted that all the other programs no longer worked for them. The patient was not feeling stimulation in the correct location and noted that they were feeling stimulation in the buttocks. The patient noted that they had a fall about a month ago and since then has had issues but had not had a healthcare professional (hcp) check their device for years. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reportedly fell backwards and landed on their behind. Their therapy was not helping and they felt stimulation in the wrong place. Consumer reported they have an appointment set up with their physician in september. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were seen by their health care professional on (B)(6) 2017. It was reported that "he reset the medtronic." Consumer also reported "he will reset the medtronic in the correct location when he changes the battery. The battery has 6 more months battery life in it." It is unclear what the patient meant by 'medtronic.' No further information reported.